Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached applicator needle that occurred on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided. However, a picture was provided for evaluation and reviewed on (B)(6) 2016. Complaint for detached applicator needle could not be confirmed. The root cause could not be determined post investigation.